Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report the customer reported that they will not return the defective pcb for evaluation. Therefore, no root cause could be determined.

Event description:
The customer reported to vyaire medical that the vela ventilator monitor count got too low during a usage on a patient. Patient was transferred to another ventilator. Customer confirmed that there's no patient harm.